Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm 5vdc power supply was adjusted from 5.01vdc to 5.20vdc. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No patient injury or death was reported.